Event description:
Customer called to report the pump's driver arms were sliding freely across the lead screw in the locked position, and the driver block spring clip was a bit raised. It was denied that the pump was dropped, bumped, or exposed to moisture.